Manufacturer narrative:
H3. Product analysis:¿equipment used: video inspection system (B)(6), ruler 200cm (B)(6) as found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton; and within a dispenser coil. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the pipeline flex shield braid was not returned for analysis. However, the root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open at distal section. The patient was undergoing treatment of a fusiform, unruptured right internal carotid artery (rt ica) aneurysm (an) with a max diameter of 11 mm and a 8mm neck diameter. It was noted the patient's blood flow was xxx and vessel tortuosity was moderate. The landing zone was 3.7mm distally and 4.5mm proximally. It was unknown whether the dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline was not deployed. The distal opening did not work even after several attempts, so the stent was removed, and another stent was used to complete the procedure. The stent was lost when the customer moved the product. The pipeline was not positioned in a bend and was not stuck in the capture coil. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure showed rt ica fusiform an. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline distal did not open.the professor tried to do the resheathing three times in an attempt to open it. It was eventually removed from the patient's body and a different pipeline was used for the procedure. In order to determine the cause, the professor separated the pipeline and lost it in the process.